Event description:
It was reported that the implant was removed due to bone loss at the site. The patient will not return for additional appointments.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
Similar complaints for bone loss related problems have been previously investigated. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformance's. Furthermore, the probability of manufacturing or design defects that might lead to bone loss escaping the available detections is remote and almost nonexistent. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ie escalation. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. DHR review and complaint history review could not be performed, as the lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. A complaint history review by item number was conducted for the bost3211 dating back to 12 months from the complaint notification date. The complaint history review revealed that there are no existing non-conformance's/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. DHR, sterilization, and complaint history review could not be performed, as the subject lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. June post market trending was reviewed and there were no actionable events or corrective actions for the reported event (bone loss) or products (bost3211). Review completed utilizing keywords: medical: bone loss. As documented in the summary investigation, contributing factors for the reported event likely exist outside of zimmer biomet control, including those related to medical conditions / patient habits and surgical technique. Based on the summary investigation, no malfunction occurred upon investigation and no association between the dental implant and bone loss was found that can explain these events. Therefore, the reported event remains non-verifiable as it is a medical condition.

Event description:
There is no update to the original complaint description provided.